Event description:
It was reported that during an angioplasty procedure of a chronic total occlusion in the superficial femoral artery via a contralateral approach, the catheter allegedly bent easily and it failed to be advanced through the sheath. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 11/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of a chronic total occlusion in the superficial femoral artery via a contralateral approach, the catheter allegedly bent easily and it failed to be advanced through the sheath. It was further reported that another device was used to complete the procedure. There was no reported patient injury.